Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a cracked screen that left one-third of the touchscreen unresponsive, preventing meal announcements. The user discontinued use of the ilet and reverted to backup therapy, and a device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.